Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery malfunction. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. The device does not show the described fault. Verified during facility test and plate replacement. Equipment suitable for clinical use.

Event description:
N/a